Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt disconnected both power leads from the sys controller. The sys controller cell battery was activated. The sys monitor history screen indicated low flow alarms and a clock reset. Log files reviewed by the MFR confirmed red heart alarm events found as a result of power being disconnected from the sys controller. When power was restored, no other events were noted.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.